Manufacturer narrative:
Manufacturing review: manufacturing review was not performed. Investigation summary: one max-core biopsy needle was returned for evaluation. The investigation was confirmed for self activation, as the cannula fired automatically during functional testing. An x-ray was performed and showed improper tang engagement. Per the reported event details, the device was dry fired prior to use. The IFU states, precautions: "never test the product by firing into the air. Damage may occur to the needle/cannula tip." Therefore, it was possible that procedural factors contributed to the reported event. Additionally it was possible that the poor cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: labeling review not performed.

Event description:
It was reported that during CT-guided lung biopsy into normal density tissue, after placing the needle at the site of the lesion, the device allegedly self activated without touching the triggers after one successful sample cycle while the device was fully primed. It was further reported that the procedure was completed with another device and a coaxial was used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during CT-guided lung biopsy into normal density tissue, after placing the needle at the site of the lesion, the device allegedly self activated without touching the triggers after one successful sample cycle while the device was fully primed. It was further reported that the procedure was completed with another device and a coaxial was used. There was no reported patient injury.